Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power sources. During troubleshooting with tandem technical support, review of pump data reveled that although the pump appeared to initiate charging the pump battery depleted from 55% down to 25% while connected to a power source. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement was received.